Event description:
It was reported that the customer passed away. The cause of death was cardiac arrhythmia congestive heart failure end-stage renal disease, due to uncontrolled diabetes. The customer was wearing the insulin pump at the time of death. Prior to the event, the customer's wife found him unconscious. The customer's blood glucose reading was 33 mg/dl. The customer was taken by paramedics to the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.